Manufacturer narrative:
Date of event: the event date was not reported. The first day of the month of the aware date was used as an estimate. Implant date: year 2016.

Event description:
It was reported that endocarditis and thrombosis occurred. A lotus valve was implanted in a patient. Approximately four (4) years later, the patient went to the hospital due to endocarditis. Imaging revealed clot on the leaflets of the lotus valve. The decision has been made to explant the lotus valve and implant a surgical valve.